Manufacturer narrative:
Investigation: visual inspection revealed that the heater was detached from the jaw boot tip and was bent. The jaws had no signs of clinical usage. There was minimal evidence of blood. The device was received stuffed into a bag so the shaft had curved. Based upon the visual observations, the reported complaint for "heater bent" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 heater wire bent away from the jaws. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.